Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been two other complaints reported in the lot number. (B)(4).

Event description:
A facility reported that following an intraocular lens (iol) implant procedure, the patient was ultimately unhappy with vision and unable to adapt to vision. The iol was exchanged for another lens approximately 2 months following the initial implant procedure. Clinical reason was mentioned as "subjective visual disturbance". No additional information has been requested.

Manufacturer narrative:
The lens was returned in a plastic container. Solution was dried on the lens. One haptic was broken in the gusset area (returned). The optic is cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file that the 16.5 diopter, (1.5 extended depth of focus) lens was replaced with a non-company extended depth of focus lens (16.0) due to a reported failure to adapt. No further information has been provided at this time. The manufacturer internal reference number is: (B)(4).